Event description:
Case report from (B)(6) indicating: "after a delivery system was inserted, the doctor found some bleeding from connection between outer sheath and black grip during angiography. The doctor judged that the procedure had to be finished before increasing the bleeding and he kept on doing the procedure using relay plus. The procedure was done successfully. There was no health injury caused by the delivery system."

Manufacturer narrative:
Analysis of the relay thoracic stent graft system packaging assembly DHR shows no discrepancies during the mfg process. The delivery system final inspection was performed by qc, and no discrepancies were noticed. The stent-graft inspection results did not detect any discrepancies during the inspection performed by qc. In an effort to replicate the narrative, the device was flushed with a syringe to see if any leak would occur. After a couple of seconds, the water that was used to flush the device, started to leak in the area where the swivel meets the introducer sheath, which was consistent with the narrative. That region of the unit was disassembled for further understanding.